Event description:
A peritoneal dialysis (pd) patient reported that he had an air in cassette message on his cycler and then found a fluid leak. His pd nurse confirmed there were complications and no medical intervention was required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.